Event description:
The surgeon reported that he experienced a "flurry of metallic particles" emerging from a cannula and entering the patient's os eye during irrigation. He aspirated out as many of the particles as he could but, he could not get them all. The patient was seen by a retinal specialist who confirmed that metal particles are retained in the patient's (os) retina but with no harm to the retina. In 2009, the surgeon provided additional information, the patient's current status is very good with 20/20 vision upon follow up. The customer indicated the sample was not available for return. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. The customer indicated the sample was not available for return.